Event description:
The customer reported her blood glucose reached 18.8 mmol/l (338 mg/dl) less than 24 hours after the pod was activated and he noticed the cannula was kinked. She also had an allergic reaction.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if there were any product conditions or confirm the reported kinked cannula or to determine whether it contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.